Manufacturer narrative:
Device evaluation anticipated upon return of the product for evaluation.

Event description:
It was reporetd that the cardioplegia channel on the endoplege coronary sinus catheteris leaking and the balloon won't inflate. No harm was noted to the patient. This was found during prep of the device. Product is to be returned for evaluation.

Manufacturer narrative:
Evaluation: the endoplege coronary sinus catheter was returned for evaluation. Some dried blood was visible on the returned components. The catheter was visually inspected and no visual defects were found on the catheter. An attempt was made to inflate the balloon with 2 cc syringe of colored water as indicated in the IFU but the balloon did not inflate due to occlusion in the balloon lumen. Occlusion was confirmed by cutting the balloon lumen. A DHR review was performed and there were no nonconformances associated with the manufacturing of this lot. A corrective action was initiated by the supplier of this device accellent. This lot was manufactured before the corrective action into the blocked lumen was initiated by the supplier. The device has now been replaced with the next generation coronary sinus catheter, proplege. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.